Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with the needle detached from the thread, the thread is not wound on the pack and the needle is missing. However, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength test results conducted on samples before releasing the product were: 0.77 kgf in average and 0.68 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that when opening the package, there was no needle inside. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.